Event description:
It was reported that during preparation following multiple aspiration attempts, the balloon was inflated. While the balloon was inflated air bubbles noted coming from the balloon indicative of a leak. The physician suspected that there appeared to be a communication (or a hole) between the balloon lumen and the guidewire lumen. The procedure was completed using another of the same device. There was no patient involvement.

Event description:
It was reported that during preparation following multiple aspiration attempts, the balloon was inflated. While the balloon was inflated air bubbles noted coming from the balloon indicative of a leak. The physician suspected that there appeared to be a communication (or a hole) between the balloon lumen and the guidewire lumen. The procedure was completed using another of the same device. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not find any anomalies. During the performance test, the balloon was successfully inflated with both air and water and there were no air bubbles noted diffusing from the balloon. Further investigation using a vacuum was performed to check for leaks in the lumen and the hub and there were no air bubbles seen coming from the balloon lumen or the guidewire lumen into the hub and into the syringe. The device functioned as intended. Therefore, a probable assignable cause of not confirmed has been selected for the reported event. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.